Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported the buttons was stuck on her insulin pump. She stated that she attempted to give a correction over night, but the screen started to scroll. She also reported that the insulin pump dispensed a full reservoir without being programmed to do so. The customer's blood glucose was 289 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.